Event description:
A surgeon reported that the capsule broke during a phaco procedure. The customer is unsure of what caused the capsule to break. The patient was noted to be doing well. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).